Manufacturer narrative:
The conformable gore® tag ® thoracic endoprosthesis delivery catheter and non-gore manufactured introducer sheath were received by gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. Examination of the leading end of the catheter indicated breakage of a bond having existed between the dual lumen of the les stiffening tube and the leading olive. The condition of the catheter was consistent with the olive encountering a resistive force before becoming separated from the dual lumen. No kinks or bends were observed on the introducer sheath. The root cause for the leading olive becoming separated from the delivery catheter can be attributed to the olive encountering resistive force. The conformable gore® tag ® thoracic endoprosthesis instructions for use (IFU) states ¿do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur.¿ per IFU, the gore® tag® thoracic endoprosthesis is only compatible with the gore® dryseal sheath. Compatibility with other sheaths has not been established. If an incompatible introducer sheath is used, damage may occur to the endoprosthesis, delivery system, or catheter, which may cause premature or inadvertent deployment, or breakage.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2017, the patient was implanted with a conformable gore® tag ® thoracic endoprosthesis as part of a thoracic endovascular repair. During the procedure, the endograft was advanced and implanted as planned. According to the report, the delivery catheter became caught on the leading edge of a non-gore manufactured 22fr introducer sheath upon withdrawal. The physician was able to successfully remove the catheter and sheath together, and the procedure went forward without any further reported complications. The patient tolerated the procedure. Visual inspection of the delivery catheter reportedly showed that the leading olive had become separated. The device has been returned to gore for evaluation.